Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of Pipeline stent and Phenom microcatheter resistance during retrieval. The patient was undergoing implantation of a dense mesh stent for a giant aneurysm in the C4 segment of the left internal carotid artery. The access vessel was the femoral artery with diameter of 11 mm. It was noted the patient's vessel tortuosity was normal. It was reported that when treating the aneurysm, double dense mesh stent overlapping treatment was planned. After the Phenom 27 microcatheter was advanced to the target position, PED-450-35(B733471) was delivered. After deployment, the distal end of the stent opened poorly. Retrieval for redeployment was planned, but it was found that the stent was stuck and could not be retrieved, so it was pulled back to the distal anchoring point and stent deployment was continued. The stent was opened by increasing tension and decreasing tension of the system. After complete deployment, the Phenom27 was advanced to retrieve the pusher rod in order to deliver another dense mesh stent. It was found that the pusher rod was stuck and could not be retrieved, so the entire system was removed from the body. The XT-27 microcatheter was then used instead and it was guided to the target position, and another dense mesh stent PED-450-30((b)(6)) was delivered and deployed, completing the procedure. The Phenom 27 was unable to retrieve the Pipeline Flex and the pusher rod. There was catheter resistance in the distal section. The device and any accessories were prepared as indicated in the instr uctions for use (IFU). The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices include a 6F long sheath, a Phenom 27 microcatheter, a XT-27 microcatheter, and a Synchro 14 guidewire.